Event description:
It was reported that during the laparoscopic bypass procedure, the stapler with the purple reload partially fired before it made a cracking sound. As the reload was not appropriate in size, the surgeon changed to a black reload and a new handle was used to complete the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.